Manufacturer narrative:
This report is filed october 17, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted due to migration (specific date not reported), and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.